Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation as the device is currently implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a patient had a button kit (exact upn unknown) currently in place; the tube had tan and black material that partially blocked the tube and has started to impede the flow of the nutritional supplement. It is unknown when the button was initially placed. The physician attempted to clean the tubing with a brush but was unsuccessful. The physician was unfamiliar with bsc button kits. A bsc representative contacted the physician and suggested that the patient be seen by a gastroenterologist to have the device replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a patient had a button kit (exact upn unknown) currently in place; the tube had tan and black material that partially blocked the tube and has started to impede the flow of the nutritional supplement. It is unknown when the button was initially placed. The physician attempted to clean the tubing with a brush but was unsuccessful. The physician was unfamiliar with bsc button kits. A bsc representative contacted the physician and suggested that the patient be seen by a gastroenterologist to have the device replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6), 2010: the product was replaced without complication as a day procedure in the hospital.